Event description:
Davinci xi medium clip applier reading defective. Ref: 470327, lot: n102007130093. Removed clip applier from robot and given to cvt manager to return equipment to davinici intuitive as per protocol.